Event description:
It was reported that upon turing on, the ventilator alarmed with a technical error indicating '+12v and -12v power error.' There was no pt involvement. (B)(4).

Manufacturer narrative:
The investigation of the returned dc/dc and standard connector printed circuit (pc) board has been completed. This board contains electronics which converting incoming +12v unregulated to the ventilators all different voltages and all standard connectors is located on this board. The pc-board was installed in a reference system for simulated use testing. At the start up, the system alarmed with the technical errors indicating +12v and -12v power error. The conclusion of the investigation is that the issue occurred, due to a short circuit in a diode. This diode is part of the electronics for converting to +12v and -12v. The root cause for why the diode failed has not been determined. We could trace back the reported event in the customer logs to (B)(4)therefore the date of event was determined to be (B)(4) 2015.

Manufacturer narrative:
A service engineer has been on site and started the investigation. A supplemental medwatch will be submitted when the investigation is completed.